Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level yesterday was 300 mg/dl to 350 mg/dl and the today blood glucose of the patient is 400mg/dl to over 500 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with broken off the belt clip rails and faded serial number label.